Event description:
It was reported that bd arterial cannula 20g/45mm needle was broken on (B)(6) 2025, during a clinical observation of medical device usage, it was noted that the anesthesia and surgery department frequently experiences needle breakage when using arterial cannulas to establish preoperative vital access for patients. This issue increases consumable costs and necessitates secondary punctures of the patient's skin and blood vessels, causing additional discomfort. The cannulas are not used in conjunction with other devices.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.